Manufacturer narrative:
(B)(4) physio-control evaluated the customer's device and therapy cable but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The physio-brand defibrillation electrodes were disposed of by the customer following the event; therefore they were not available for examination. After multiple attempts, physio-control has been unable to contact the customer in order to obtain additional details about the reported issue or the patient. The cause of the reported issue could not be determined. (B)(4)

Event description:
The customer, an ems crew, contacted physio-control to report that their backup lifepak 15 device would intermittently not detect that a patient was connected via physio-brand defibrillation electrodes while in paddles lead ECG. As a result, defibrillation may be delayed or not possible. This report is to document that the "backup lifepak 15" device referenced in medwatch report 3015876-2015-01417 encountered a similar issue when used with the same set of physio-brand (lot code and expiration date unknown) defibrillation electrodes as the primary device referenced in medwatch report 3015876-2015-01417. Per the electronic patient record from the event the device showed dashed lines (---) twice while in paddles lead ECG, indicating that the patient was not being detected. Outside of those two instances, the device detected the patient throughout the remainder of the event. The customer was able to successfully deliver two (2) shocks to the patient using the device. The patient did not survive the event; however, there was no indication given by the customer that the device use contributed to the patient's outcome.